Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that the patient had heard beeping from the device. A review of device downloaded memory was done by technical services. It was confirmed that there were several instances of device faults due to memory errors. In each instance the reset has restored normal device operation. This device is okay for continued use. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
A review of the device data found several instances of warm resets as well as watchdog timer faults, which were due to detected memory errors. In each instance the reset had restored normal device operation. The cause of the warm resets has not been established. Investigation into this issue is ongoing. While a specific root cause has not yet been established, the "cause traced to device design" evaluation conclusion code was selected because the reason for the alleged observation is believed to be a design related issue.

Event description:
It was reported that the patient had heard beeping from the device. A review of device downloaded memory was done by technical services. It was confirmed that there were several instances of device faults due to memory errors. In each instance the reset has restored normal device operation. This device is okay for continued use. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
A review of the device data found several instances of warm resets as well as watchdog timer faults, which were due to detected memory errors. In each instance the reset had restored normal device operation. The cause of the warm resets has not been established. Investigation into this issue is ongoing. While a specific root cause has not yet been established, the "cause traced to device design" evaluation conclusion code was selected because the reason for the alleged observation is believed to be a design related issue.

Event description:
It was reported that the patient had heard beeping from the device. A review of device downloaded memory was done by technical services. It was confirmed that there were several instances of device faults due to memory errors. In each instance the reset has restored normal device operation. This device is okay for continued use. There were no adverse patient effects. The device remains implanted. Additional information was received. The following year, the smart pass feature of the s-ICD became disabled, but no episode was stored. Additionally, the device stored an unexpected smart charge value. Engineering review determined that the device had undergone a warm reset, causing the observations. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
A review of the device data found several instances of warm resets as well as watchdog timer faults, which were due to detected memory errors. In each instance the reset had restored normal device operation. The cause of the warm resets has not been established.

Event description:
It was reported that the patient had heard beeping from the device. A review of device downloaded memory was done by technical services. It was confirmed that there were several instances of device faults due to memory errors. In each instance the reset has restored normal device operation. This device is okay for continued use. There were no adverse patient effects. The device remains implanted.